Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller was advised to wait 20 minutes before starting a new sensor session, which the caller understood and acknowledged.